Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges pain, discomfort, stiffness, soreness, inability to perform dla, friction and wear, toxic metal ions and particles, revision findings of gray cloudy fluid consistent with metallosis. Doi: (B)(6) 2009; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges poor memory, mental fogginess, kidney and bladder infections, tremors and skin rashes. After the review of medical records for MDR reportability, it was stated that the patient was revised to address pain and metallosis. Revision notes reported that there was a cloudy fluid that was stained gray, excessive bleeding in the wound, drop in blood pressure and weakness. There were no significant lab results provided. Doi: (B)(6) 2009; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).